Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure for urinary incontinence, cystocele, and rectocele. It was reported that following insertion the patient experienced pain, bleeding, infection, urinary/bowel problems, recurrence and vaginal scarring.

Event description:
Concurrent procedure at the time of mesh implantation included, exploratory lap, tah, oophoropexy, abdominal sacral colpopexy, posterior colpoperineorrhaphy, midurethral sling, and cystoscopy.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/18/2016. Additional information: (B)(4) -undefined recurrence-labeling is na for this code. Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that the patient underwent a mesh revision and an exploratory laparotomy on (B)(6) 2015 due to pelvic pain. No additional information was provided. The initial and any previously submitted follow up information has been reported under MFR report # 2210968-2013-02978. This follow up report is being sent under a new MFR report # due to a change in operating system